Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the atrial lead was not capturing. Chest x-ray confirmed that the lead had dislodged. The lead was not repositioned at this time due to ongoing patient health issues, unrelated to the device. Programming changes were performed. The patient was in stable condition.